Event description:
Pt reported receiving a blood glucose result of 465 mg/dl, while using the suspect device. Pt contacted emergency medical services, and upon their arrival, patient's blood glucose measured 170 mg/dl. Pt was transported to the hospital, where a urine sample was collected, and a EKG performed. No additional details of patient's treatment were provided. Control testing had not been performed on the suspect device. A request was made for the return of the suspect device. A request was made for the return of the suspect product and replacement product was shipped.